Event description:
The customer reported that the system would not boot up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system went through a file repair self check and booted up. The system was operating as intended.